Event description:
It was reported that during the procedure, the device made a big sound after the pedal was stepped on. However, they were able to use the device and it worked normally. While the device was being used, the sound gradually became smaller and the tip of the fiber gradually lost energy. Usage of the fiber was then stopped after less than 5 minutes of use, and the device was checked. It was found that both the fiber and the debris shield were damaged. Due to the event that occurred, the procedure was stopped for two and a half hours. It is unknown if the patient had been sedated at the time the procedure was delayed. The hospital then borrowed a domestic holmium laser to complete the procedure. Later on, an engineer inspected the device and found that the optical path in one of the laser cavities had a problem. They replaced the lens. The device was then tested and was found to be able to be used normally. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during the last three months of using the console, 5 fibers and 5 debris shields had been damaged. During each instance, both the fiber and the debris shield were damaged at the same time. The damage observed on all five fibers was that the fiber interface was damaged. The damage to all five debris shields was that the center of the debris shield became black and opaque. The interval of time between using the fiber/debris shield and when the damage occurred was getting shorter and shorter each time. All of the procedures had been completed via an alternative method. An engineer looked at the device and confirmed that there was no problem with the device. The device was not used again until 09jan2023. On that date, the fiber and debris shield had been used less than 5 minutes before they were damaged. During the procedure, the device made a big sound after the pedal was stepped on. However, they were able to use the device and it worked normally. While the device was being used, the sound gradually became smaller and the tip of the fiber gradually lost energy. Usage of the fiber was then stopped and the device was checked. It was found that both the fiber and the debris shield were damaged. A total of six procedures were performed on (B)(6) 2023. Due to the malfunction that occurred, the first procedure was stopped for two and a half hours. It is unknown if the patient had been sedated at the time the procedure was delayed. The hospital then borrowed a domestic holmium laser to complete the six procedures performed that day. Later on, an engineer inspected the device and found that the optical path in one of the laser cavities had a problem. They replaced the lens. The device was then tested and was found to be able to be used normally. Device 1 of 2 (see related tw (B)(4) - procedure 5 of 5. *** description for report: *** it was reported that during the procedure, the device made a big sound after the pedal was stepped on. However, they were able to use the device and it worked normally. While the device was being used, the sound gradually became smaller and the tip of the fiber gradually lost energy. Usage of the fiber was then stopped after less than 5 minutes of use, and the device was checked. It was found that both the fiber and the debris shield were damaged. Due to the event that occurred, the procedure was stopped for two and a half hours. It is unknown if the patient had been sedated at the time the procedure was delayed. The hospital then borrowed a domestic holmium laser to complete the procedure. Later on, an engineer inspected the device and found that the optical path in one of the laser cavities had a problem. They replaced the lens. The device was then tested and was found to be able to be used normally. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.